Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The us complainant reported the 63-year-old male patient was showing concern for abscess around impella 5.5 access site. The patient was given antibiotics and support with the implanted pump was maintained.

Manufacturer narrative:
Instructions for use for the related event are as follows: potential adverse events (united states): acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.

Event description:
Additional information received thru a notification received via abiomed¿s long-term outcome and quality indicator impella registry indicating this patient to have endured ventricular tachycardia / premature ventricular contractions (vt/pvc) with a "possible" relationship to the impella device.

Manufacturer narrative:
The investigation for the reported infection and ventricular tachycardia (vt) has been completed. The impella device was not returned for evaluation. Without additional clinical information, the root cause of the infection nor the vt cannot be determined.